Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Device could not interrogate in clinic. Rep determined that the device was not a biotronik device and all leads had been explanted for a leadless pacemaker. Per the patients daughter, this device was explanted in (B)(6) 2018 due to infection. Explant date and location is unknown. Should additional information become available, this file will be updated.